Event description:
Patient to undergo novasure ablation due to menometrorrhagia. Per operative report, the cervix was grasped with a single-tooth tenaculum. The cervix was then dilated with hegar dilator to a #7. The uterus sounded to 8.5 cm. The endocervical canal was 2 cm. The novasure device was then inserted to the fundus. The surgeon was having a difficult time opening up the novasure device and locking it in position. The novasure was then again tested outside the body and it appears to be working. However, once inserted to the fundus, the surgeon was not able to open up the device easily. It did open eventually, but the cavity width was not stable, ranging from 3.5 cm to 4.3 cm. At this point, a small plastic piece from the back of the novasure device had broken out outside of the uterus. The novasure was then retracted and removed. A hydrothermal ablation was then completed.